Event description:
Essure procedure was done in (B)(6) 2011. Hsg done in (B)(6) 2011 showed bilateral occlusion with distal placement on left and part of right device just beyond left cornua and separate from remainder of device. Pt saw her family doctor in (B)(6) 2012 for right side abdominal pain with nausea and vomiting. A CT scan indicated devices were in peritoneum over the bladder. Doctor treated pt for pain for a few weeks. During laparoscopy on (B)(6) 2012, surgeon found that one portion of the left device was shallowly embedded in the surface of the uterus a short distance from the uterine cornu on the left. The remainder of that device and the entirety of the other device were found deeply embedded in the omentum, which was inflamed in appearance. Surgeon dissected the partial device form the serosal surface of the uterus and did a partial omentectomy in 2 pieces to remove the remaining devices. She then performed a bilateral salpingectomy. Surgeon attributed pt's symptoms to the essure devices due to their location. Pt's symptoms were relieved as of her post op visit.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.